Manufacturer narrative:
Retainer ring=missing customer complained on (B)(6)2021 pump alarmed pump error 43 after magnetic field exposure. Complained experiencing high bg. Unable to perform displacement test or occlusion test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. No pump error 43 noted during test. However, verified in the pump history download the pump alarmed pump error 43 on (B)(6)2018 19:59:07.000 due to corroded motor switch. No moisture damage noted to the electronic assemblies per visual inspection. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay and serial number label missing. Was unable to perform displacement test or occlusion test due to missing retainer ring and was unable to lock a test p-cap in place. No pump error 43 noted during test. However, verified in the pump history download the pump alarmed pump error 43 on (B)(6)2018 19:59:07.000 due to corroded motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error for unexpected hall sensor reading and the user experienced high blood glucose of 23.5 mmol/l. Customer stated that insulin pump was exposed to high magnetic field. Customer also stated that insulin pump was not working. The customer stated they were able to clear the alarm but not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.